Manufacturer narrative:
Received a photo of the reported device and a sample of the reported device, both of which indicate the reported complaint. Conclusion: a DHR review is not required. Refer to CAPA (B)(4) for complete documentation and action plans. CAPA (B)(4) has been initiated for this issue to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that the bd vacutainer® winged safety pbbcs with 12 in. Tubing 21 g x .75 in experienced blood leakage at the connecting site.